Event description:
It was reported that prior to a procedure using a quantum ii controller, the wand port on the unit became damaged and no longer operational. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.